Event description:
Initial result for a pt troponin-t was 0.010. When repeated, the result was 0.018. Treatment was not affected since both results were regarded as negative. The field service rep was unable to determine a cause for the discrepant results.